Event description:
User reports a large leak coming from the analyzer onto the floor. No one was injured and no patients were involved. The field service rep determined the cause to be the pinch valve tubing. The user replaced the tubing, and the field service rep verified correct placement of this tubing. Performance tests were performed and within spec.